Manufacturer narrative:
Patient identification was not available from the site. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that at the start of a cranial surgery, when they booted up the system they saw, "error communicating with camera" and a red x on the status of the camera. They rebooted the system and everything started functioning normally. After a 15 minute delay, the surgeon continued the surgery with no further issues. There was no impact to the outcome of the patient.

Manufacturer narrative:
The computer and positioning sensor unit (psu) were returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The returned psu had significant dents on both ends of the housing as well as many scuffs. A check of the event log showed many incidents of the illuminator current moving in and out of range. The accuracy assessment kit (aak) test was not able to be performed due to the failure light coming on indicating an illuminator electrical current failure. The reported event was confirmed to be caused by an electrical issue with the psu. Due to the physical condition of the psu, it was not able to be repaired and a replacement psu was sent to the site to resolved the issue.